Event description:
The physician reported that the device was programmed in different pacing modes after implantation but the patient did not feel good in any pacing mode other than aai mode. Analysis is requested.

Event description:
The physician reported that the device was programmed in different pacing modes after implantation but the patient did not feel good in any pacing mode other than aai mode. Analysis is requested.